Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the conical elements had been pulled out of their original position. Due to previously received market feedback the failure of this phenomenon has already been identified and it has been noted that in connection with spirit, pangea screws may suffer from above-described damage when handled in a certain manner. An internal corrective action has been opened to address this issue. Nevertheless, we would like to point out that when the pangea screws are used with spirit, it is vital to avoid pushing forward the holding sleeve while inserting/advancing the screw into the vertebrae. The same applies when orientating the holding sleeve.

Event description:
It was reported that when the doctor wanted to align the tulips, the inner golden piece was rotated in the tulip and the rod could not be placed. Material has been used correctly. This is report 1 of 1 for complaint (B)(4).